Manufacturer narrative:
The used sample was investigated and tubing separation was confirmed. The probable cause of the separation is due to the uv adhesive at the bond between the arterial tubing and female luer was not fully cured. This defect was due to a manual manufacturing process. A lot review was performed and there were no issues identified.

Manufacturer narrative:
The device has been returned and is currently under investigation.

Event description:
The customer reported that while using arterial transpac IV monitoring kit the line was disconnected at three way tap at the end of an operation. The patient was bleeding into bed until trace on monitor was noted being abnormal. The remaining tubing from the arterial catheter was clamped and the catheter removed. There was patient involvement, estimated blood loos was less than 200 ml and there was delay in critical therapy. It is not evident that the bleeding or delay of therapy during vigilant monitoring were life-threatening events or that an intervention to preclude permanent impairment of a body function or permanent damage to a body structure was required.